Manufacturer narrative:
(B)(6). Patient age or date of birth and weight not available for reporting. Date of non-union and device breakage is not known. (B)(4) expiration unknown(10) lot number unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had previous fracture on an unknown date that was fixed with a synthes retrograde/antegrade femoral nail(rafn) and three (3) locking screws. Two (2) of the distal locking screws are broken distally in the nail, the proximal screw remains intact. The patient underwent a revision of the open reduction of internal fixation (orif) on (B)(6) 2018 to address the nonunion fracture that was still present. The broken screws were removed successfully and the intact screw and nail remained implanted. A synthes variable angle condylar plate and screws was implanted to address the nonunion fracture. Concomitant devices reported: retrograde/antegrade femoral nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) 5.0 mm locking screw. This is report 2 of 2 for (B)(4).